Event description:
It was reported that during a follow-up visit system and normal mode diagnostics resulted in high lead impedance. No pt trauma to the site has been reported as the pt is monitored as he lives in a group home. Further more, the pt also experienced an increase in seizure frequency and intensity which was not above baseline and was due to the loss of therapy according to the treating neurologist. X-rays were taken and evaluated by the manufacturer. The x-rays reviewed revealed no anomalies were identified in the visualized portion of the pt's vns device which could have contributed to the reported event, although a lead discontinuity cannot be ruled out. At the moment, no interventions have been planned with the surgeon. Good faith attempts to obtain product information have been unsuccessful to date.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.